Manufacturer narrative:
Additional/updated information was added to reflect the left side frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken around the weld at the bottom rear of the chair. An expanded evaluation was performed. The expanded evaluation report confirmed that the weld between the back cane and the lower sidebar was partially broken, with cracked frame tubing emanating from the break at the weld on the lower sidebar. However, the underlying cause could not be determined.

Event description:
The provider states left rear frame weld is broken and cracked where the back cane meets the lower portion of the frame.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states left rear frame weld is broken and cracked where the back cane meets the lower portion of the frame.